Manufacturer narrative:
The device has not yet been received at the manufacturer for testing. An evaluation will be conducted upon receipt of the device, and a follow-up report will be submitted after the quality investigation is complete.

Event description:
The company representative reported that during a frontal sinus fracture case the surgeon experienced 3 screw fractures, and the surgeon stated that the "screw heads feel like the metal is really soft compared to what he's used with other systems." The patient was involved, but the patient is doing fine with no adverse consequences reported.

Manufacturer narrative:
Because the complained screws were not returned the reported event could not be confirmed. The blade (62-10001) and the drill (60-08106) can be used in combination with the complained screws. The technical aspects of design are conducted per the design input output verification validation (diovv) process which begins with translation of the intended use and/or user needs into design inputs and continues progressively and iteratively. All stryker cmf devices are tested for the intended use and manufactured under validated processes. With begin of the market launch regular post-launch reviews are being performed and within every complaint a profound investigation is being performed. Based on the evaluations there is no indication for any design, material or manufacturing related issue. The complaint is added to the complaint trend.

Event description:
The company representative reported that during a frontal sinus fracture case the surgeon experienced 3 screw fractures, and the surgeon stated that the "screw heads feel like the metal is really soft compared to what he's used with other systems." The patient was involved, but the patient is doing fine with no adverse consequences reported.